Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "distal occlusion error" was not reproduced. A review of event history log revealed several downstream occlusion alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor was out of specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream(distal) occlusion error during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.